Event description:
The surgeon removed a dall miles cable and grip because the patient had bursal pain.

Event description:
The surgeon removed a dall miles cable and grip because, the patient had bursal pain.

Manufacturer narrative:
An unknown dall miles cable was also reported in this event. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices aren't available for evaluation because the patient kept them. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and insufficient medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.